Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4) revealed no significant anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient did not believe the 37612 battery was providing the same therapy as her previously implanted battery, 37602. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included all impedances tested normal, no overdischarges. Interventions/actions included explanted 37612 and implanted 37602. The issue is reported to be resolved. The device is expected to be returned for analysis. No further complications were reported or anticipated.